Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent functional testing by performing a short-simulated infusion at 100ml/hour and no alarms noted. Simulated upstream and downstream occlusions were staged and the pump responded as expected. The reported condition was not verified. The event history log revealed the downstream occlusion alarmed and continuously alarmed nine more times in a span of one minute. The event history log cannot determine if the downstream occlusion alarm was true or false; however, a constant downstream alarm would not allow the infusion to flow as intended. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump constantly alarmed occlusion during patient infusion of mannitol. The tubing was removed and reloaded, clamp and roller open, but pump was still alarming occlusion and there was no flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.